Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (fluid damage).

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module with drive pcb. In addition, our technician confirmed that the insertion flexible tube coating damage, the light guide cable coating damage, the lcb (light carrying bundle) broken, the lg prong top broken, the bending rubber perforated, the light guide cable buckled, the air nozzle clogged, the lg prong top loose, the ccd module with drive pcb shadow in image, the up pulley wire snapped/cut, the r/l knob white marking faded/missing, and the u/d lock lever white marking faded/missing; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586 (image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.